Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed or the motor position encoder error alarm verified due to constant motor error alarm at rewind. The device also had a scratched lcd window, cracked case display window corner, cracked reservoir tube lip and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer stated that the alarm history also showed a motor position encoder error alarm. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.